Event description:
It was reported to boston scientific corporation that a cre esophageal / pyloric / colonic wireguided balloon dilatation catheter was used during an egd (esophagogastroduodenoscopy) with dilation procedure performed on (B)(6) 2009 (patient over 50 years old). According to the complainant, while pulling the balloon back, the back covering of the catheter became caught and the device could not be removed from the scope. The device and the scope were removed together, and the catheter was then cut in order to remove the device from the scope. The catheter was not kinked or bent and the catheter sheath was not ripped or torn. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of this procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).